Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures (pump error 63) and the motor arm can't communicate with the main arm (pump error 4). Customer's blood glucose at time of incident was 6.4mmol/l. The customer was explained the alarm. The customer was advised to clear the alarm. The customer was advised according to error table it indicates the pump should be replaced. The customer was referred to backup plan. The customer was advised the insulin pump will need be replaced.

Manufacturer narrative:
The insulin pump passed the self- test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing. However, the formatted history file confirmed pump error 63, variable 3, and pump error 4 alarms due to cold solder joints on the keypad assembly. The insulin pump was received with scratched case and pillowing keypad overlay.